Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed a tear on the union between shell and patch. Mentor did not receive permission to perform destructive testing. As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6: investigation findings (c 22): not apparent: no permission to test. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient had lost weight post-breast-augmentation and wished to have her breasts appear more full. As a result, the patient underwent the revision surgery. Updated reason for device explant and/or reoperation: experiencing breast size reduction due to weight loss the patient underwent bilateral removal and replacement with two non-mentor breast implants (525cc natrelle inspira srm ; right: srx525, 24730973, left: srx525, 24730996). On (B)(6) 2021, the product investigation was updated. Investigation summary (update): mentor conducted microscopic examination and shell thickness of the returned device. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021. Upon explantation, the left-sided device was found to be ruptured. It is currently unknown as to why the patient underwent the revision surgery. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.